Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: addr01 implantable pulse generator (ipg) (B)(6) 2008; 4524-45 implantable pacing lead (B)(6) 1995. (B)(4).

Event description:
It was reported that a polarity switch occurred in the right ventricular pacing lead. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.